Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. Complaint investigation

Event description:
It was reported that the cassette cause no disposable tubing errors. Patient changed cassette and was able to continue infusing. No patient injury was reported.

Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the cassette cause no disposable tubing errors. Patient changed cassette and was able to continue infusing.no patient injury was reported. Additional information received by ICU medical on 3/1/2022: patient information was provided.